Event description:
Olympus was informed that the endoscopic image was dim from the beginning of the laparoscopic myomectomy procedure, however the physician performed the procedure in such a state. Toward the end of the procedure, the facility changed the system to another because the physician could not accept the dim image, but the image was still dim. Furthermore the facility changed the camera head, light guide and endoscope to the similar but other devices, the dim image was resolved, and the physician completed the procedure. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
The referenced devices were returned to olympus medical systems corp. (Omsc) for eval. Omsc evaluated the devices and found that the camera head and right guide cable had no abnormality and irregularity. However, the output socket of the clv-s190 to connect a light guide cable was damaged and the clv-s190 could not occasionally switch into high intensity mode. Also, omsc evaluated the endoscope and found that the distal surface connected to a light guide cable was partially discolored. Consequently there was the possibility that dim endoscopic image was attributed to the insufficient light intensity due to the damage of the devices. These damages were attributed to the user's inappropriate handling. The clv-s190 was serviced and returned to the user facility. Olympus attributed this phenomenon to inappropriate handling of the device by the user. The clv-s190 instruction manual states the notice for the handling of the device. Also, omsc checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.